Event description:
It was reported that the patient presented for right ventricular (rv) lead revision. It was noted that the rv lead exhibited noise over-sensing. The rv lead was capped and replaced on (B)(6) 2025. The patient remained stable throughout.